Event description:
I had lasik in (B)(6) 2001. As was almost done with (B)(6) school. I had immediate problems. Double vision, halos, poor night vision, etc. I was depressed almost immediately. I followed up with dr. And was told my vision was great. It wasn't great. Actually, it was much worse than before the lasik. I followed up many more times and was eventually brushed off as an "a" type personality. Frustrated and worried about my new career, I went to a doctor in my hometown. I was prescribed eye gtts and eye gel to constrict my pupils. This did help and I was able to function day to day. However, I had to use the gtts every several hours and I still did not do the normal things with family that I would have down because of vision inconsistencies and issues. Over the years, I developed a resistance to the eye gtts and that had become more ineffective. I had waited ten years and hoped that some day a solution to lasik complications would be developed. I found my current doctor online and thru a reference from another post lasik complication patient. I am now wearing scleral lens and my vision is consistent and so much better than over the past 10 years. The cost of travel and the scleral lens has been worth it although it does take a toll on family finances. I would hate to not have the means to be able to do this. I now have a renewed hope for the future. I do believe my complications were never reported. I do believe there are many others in my situation that are looking for help. I do believe that lasik is a one shot deal , and that there are really not good means of correcting complications in any relatively simple manner. I wish I had my old vision and glasses back. Thank god for my current doctor and these scleral lenses.